Manufacturer narrative:
Boston scientific (distributor for the safari guidewires) has notified us that after further investigating it was discovered that this event MDR 2126666-2015-00073 and MDR 2126666-2016-00008 were the same patient, same procedure. Additional information received was added to this medwatch report. A follow-up report was also submitted to MDR 2126666-2016-00008. Product was disposed of by end user

Event description:
A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Same day as the index procedure, subject was noted to have perforation of the left ventricle. Per edc, perforation of the left ventricle was stitched and the subject was transfused to treat the event. , 3 days post index procedure, subject died and per edc the primary cause of death was "perforation left ventricle twice due to safari wire".

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed of by end user.

Event description:
A valve diam 27 was prepared while the cardiologist prepared the patient. The safari 300cm small curve was placed into the ventricle. Insertion of the lotus without any issue, guidewire management correctly performed - I mentioned that the guidewire was too deep in the ventricle. When they started to unsheath the valve the blood pressure dropped down. When the radiopaque marker was out of the catheter the blood pressure stayed low. This was mentioned by the nurse and the anesthesiologist started to fill the patient. 2 repositioning of the valve were performed and still the blood pressure stayed low. Release of the valve without any issue - blood pressure stayed low. Dr decided to perform a transthoracic echo and noticed a pericardial effusion. Pericardial drainage was performed and aortic pressure went up. After stopping the drainage the blood pressure dropped down again. The cardiac surgeon was informed about the status of the patient and advised to restart pericardial drainage and if the blood pressure stayed stable after the pericardial drainage the patient could go to recovery. Patient ended up in the operation room for surgical suture on the apex. Patient is doing very well now.